Manufacturer narrative:
Findings: pump received with no act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to confirm alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all operating current test were normal due to no act button response. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.